Event description:
Nurse stated 6060 pump device was reported to have over infused during chemo therapy. Pump completed therapy 75 minutes early. No pt injury reported. Nurse stated pt did receive more drug than prescribed. Pump will be evaluated. Total bag volume 184 ml with an additional 16 ml over fill. Rate was 4 ml/hr over 46 hours. Drug concentration was 23.9mg/ml. Tubing was in place for 2 days.